Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is unknown. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep from sweden that during an unknown procedure performed on an unknown date it was observed that the shaver handpiece 2.0 with buttons became warm and noisy during use. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly investigation summary the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary ==> the unit involved in this complaint has been received and per s&r technicians, these units fall under CAPA and escalation, therefore no service/wo will be performed. These units presented a failure in the motor; however, as the motor cannot be disassembled to perform a repair, the devices must be discarded. The front seal of the motor is allowing saline to enter the motor during use. This causes the handpiece to stop functioning. This fault affects the reliability of the handpiece but does not adversely impact patient safety. A manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformances related to the reported complaint condition were identified. The products (283712 & 283812) produced with the original design (rev a) are not serviceable. The root cause is attributed to manufacturing involving a design change. There is a CAPA associated with this product code, most of the complaints received to-date are related to failed motors with evidence of water intrusion and manifested as malfunctioning or seized motors, therefore; the devices are under service discontinuation. This product issue is already being addressed by depuy quality system. Further investigation and assessment are covered under the CAPA in our quality system. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the unit involved in this complaint has been received, burr/shaver used in these procedure were not returned. Per s&r engineer, overheating of the handpiece is the result of overheating of the motor. This can be caused by obstruction at the distal end of the shaver/burr, insufficient irrigation during use, or mechanical failure of the motor due to water ingress. The root cause of this case could not be determined. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances related to the reported complaint condition were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Correction h10: please note that after further investigation the evaluation has been updated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9: date device returned to manufacturer corrected. Investigation summary corrected: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: -visual : component damaged, functional : button failure and functional : jammed/seized. Per service report, this complaint was confirmed. The cable, electrical, keyboard/keypad and motor(s) were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.